Manufacturer narrative:
Mml# (B)(4). Other devcie explanted: model: 8145 description: reactv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).

Event description:
It was reported that the patient benefited from the reactiv8 therapy and reported increased functional activity, and back pain had decreased; however, the patient experienced pain from the implantable pulse generator (ipg) pocket site, and requested an explant. The clinical specialist interrogated the device and found no issues. The device is working as intended. The ipg and leads were removed without complications. There was no report of patient harm or injury. The device is fully functional and working as intended. No device will be returned for analysis. The device history record was reviewed. No relevant nonconformances were found to be associated with the patient's pain.